Event description:
In incoming inspection at distribution, it was found that there was a hair in the package.

Manufacturer narrative:
Evaluation summary: (B)(4). Expr nov 2017. The review of the manufacturing documents revealed no deviation during the packaging process. The exact cause of the event could not be determined according to the information available. The pollution must have occurred during sterile packaging process (supplier issue) and was not detected by inspection teams. However, the found hair has to be classified as a non-conformance.